Event description:
A healthcare professional reported that the haptic remained straight it could not be implanted in the eye and was discarded. Additional information has been requested and received stating that when inserting the lens into the eye, it was noticed that the posterior haptic remained straight. The issue was observed during injection into the eye, and the injection was interrupted. There was no patient contact and the lens was not implanted; instead, a new lens was used. The procedure was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).